Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. The cartridge was reloaded and insulin delivery was resumed. Customer¿s blood glucose level was 110 mg/dl.